Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a mild erythema and edema. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2024 for the course of 7 days and topical antibiotics on (B)(6) 2024 for the course of 10 days. It was also reported that the patient experienced a bacterial infection at the implant site. The patient underwent a revision surgery under general anesthesia on (B)(6) 2024 to clean the wound.